Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the removal of a common bile duct stone. According to the complainant, the device was labeled as an extractor pro below but during the procedure when using the device, it was noted that the device was an extractor pro above. The procedure was completed with the same extractor balloon. There were no complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A visual examination revealed that the packaging label stated extractor pro xl 12-15mm below; however, the skive hole on the catheter was inspected and it was confirmed that the skive hole was located above the balloon. The catheter was inspected for cosmetic defects and a kink was noted near the balloon hub. The device history record review confirms that this device met all material, assembly and performance specifications. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. The reported event of label incorrect/inadequate contents was confirmed as the product inside the packaging did not match the packaging label (the extractor pro xl above was found inside extractor pro xl below package). The complaint device failed to meet specifications due to the manufacturing process at a bsc manufacturing site; therefore, the root cause is manufacturing. There is a corrective action open to address this issue.